Event description:
A patient reported experiencing inaccurate low results with a ot profile meter. The patient's blood glucose was meter 2.7 and lab 13.5 mm0l/l within less than a minute, with a difference of 10.8 mm0l/l. Patient did not experience any adverse events. No further information has been reported.